Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that since (B)(6) 2019, the patient had been feeling stimulation in their right rib cage when they should have been feeling stimulation in the back and leg. The stimulation in the rib cage was irritating to the patient. The patient had tried different modes and settings without resolve. They also had a test done and there was nothing wrong with the patient. No falls or trauma were reported at the time of the call. The patient had tried contacting a manufacturer representative (rep) and left them a message about the issue, but they hadn't heard back from the rep. It was reviewed the patient should reach out to the doctor for assistance. No further complications were reported or anticipated.